Event description:
Report received from (B)(6) stating that the device has a "hole in hose", "screw on the tip of muffler is loose", and "hose is oily." It was reported that the device was used in surgery but without any patient or user injury reported. It is unknown if medical intervention or delay in the procedure occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).